Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose of 30 mg/dl; cause was unknown. Glucose tablets were consumed. System check was performed which verified that the pump was functioning as intended. Recommendation was made to consult with health care provider regarding diabetes management.